Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.00. (B)(4). Method: work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer -13.00 diopter lens in the patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and adverse event was reported.